Manufacturer narrative:
The lot number was provided for the reported malfunction and a lot history review was performed. One device was returned for evaluation. The investigation confirmed for material rupture. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model u4150230rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no reported consequences. The female patient's age and weight were not provided.